Event description:
This spontaneous case from united states was received on 03-jan-2018 from the patient this case concerns a (B)(6) female patient who initiated treatment with synvisc one and on the same day had trouble bearing weight, could not sleep and incredible pain; after few hours had swelling (size of pumpkin) and fever (101-101.2 f); after unknown latency had to stay in bed and was unable to walk. The patient did not have any prosthetic devices, no allergies, and in really good overall health. It was reported that the patient had been planning a foot surgery before receiving the injection. The patient had been using corneal transplant eye drops concomitantly. Patient had a history of corneal transplant and cesarian sections in past. Patient also had facial flushing form cortisone. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once osteoarthritis left knee (batch/ lot number and expiry date: unknown). On the same day after a few hours she went to the ER because of swelling (size of a pumpkin), fever (101-101.2 f for the next 2 days), and incredible pain (15 out of a 0-10 scale). She said she had trouble bearing weight and could not sleep (onset: (B)(6) 2017; latency: same day). She had to crawl up the stairs to get her husband to take her to the ER and crawl into the car. The ER did not know what was happening and could not position her leg because she was screaming to get an x-ray. They gave her benadryl to take. After 2 days, the fever broke, so no blood tests or aspirations were done. She missed work for 3 days as she could only get up with a walker to go to the bathroom. She progressed to a cane and currently, the swelling has gone and she only has pain when climbing steps. It took her overall about 4-5 weeks to rebound. She was not back to 100% to the knee prior to the injection, but was close. It was difficult to assess the pain scale currently because she went ahead with her foot surgery on (B)(6) 2018 and is in pain from that. Corrective treatment: not reported for all events outcome: recovered for swelling (size of pumpkin), fever (101-101.2 f); recovering for all other events seriousness criteria: disability for had to stay in bed a pharmaceutical technical complaint (ptc) was initiated and the result of the same was pending. Pharmacovigilance comment: sanofi company comment dated 10-jan-2018: this case concerns a female patient who received synvisc one injection for osteoarthritis of knee and the after few hours she had knee pain, swelling and trouble bearing weight that she could not sleep and was unable to walk and had to stay in bed. Based upon the temporal gap, the causal role of the product cannot be denied with the occurrence of events. However, further information regarding patient's current clinical presentation, technique of injection, medical history, concomitant and past medications and other risk factors would help in the complete medical assessment of the case.

Event description:
Based on additional information received on 06-feb-2017 from health care professional and case became medically confirmed. This spontaneous case from united states was received on 03-jan-2018 from the patient. This case concerns a (B)(6) years old female patient who initiated treatment with synvisc one and on the same day had trouble bearing weight, could not sleep and incredible pain/ burning; after few hours had swelling (size of pumpkin) and fever (101-101.2 f); after unknown latency had to stay in bed and was unable to walk. The patient did not have any prosthetic devices, no allergies, and in really good overall health. It was reported that the patient had been planning a foot surgery before receiving the injection. The patient had been using corneal transplant eye drops concomitantly. Patient had a history of corneal transplant, cesarian sections in past, depression, anxiety and ibs (sometimes). Patient also had facial flushing form cortisone. Concomitant medications included paroxetine hydrochloride (paxil) for social anxiety. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once osteoarthritis left knee (batch/ lot number and expiry date: unknown). On the same day after a few hours she went to the ER because of swelling (size of a pumpkin), fever (101-101.2 f for the next 2 days), and incredible pain (15 out of a 0-10 scale). The same day, at 09:00 pm patient had burning in night which was intolerable by 1:00 am. Patient said she had trouble bearing weight and could not sleep (onset: (B)(6) 2017; latency: same day). Patient had to crawl up the stairs to get her husband to take her to the ER and crawl into the car. The ER did not know what was happening and could not position her leg because she was screaming to get an x-ray. They gave her diphenhydramine hydrochloride (benadryl), oxycodone hydrochloride/paracetamol (percocet) and immobilized the knee. On (B)(6) 2017, x-ray was done however god film cannot be obtained due to pain. After 2 days, the fever broke, so no blood tests or aspirations were done. Patient missed work for 3 days as she could only get up with a walker to go to the bathroom. Patient progressed to a cane and currently, the swelling has gone and she only has pain when climbing steps. It took her overall about 4-5 weeks to rebound. Patient was not back to 100% to the knee prior to the injection, but was close. It was difficult to assess the pain scale currently because she went ahead with her foot surgery on (B)(6) 2018 and was in pain from that. Corrective treatment: diphenhydramine hydrochloride (benadryl); oxycodone hydrochloride/paracetamol; tramadol hydrochloride (tramadol), ibuprofen for swelling (size of pumpkin) and incredible pain/ burning; not reported for rest outcome: not recovered for swelling (size of pumpkin); recovered for fever (101-101.2 f); recovering for all other events seriousness criteria: disability for had to stay in bed a pharmaceutical technical complaint (ptc) was initiated and the result of the same was pending. Additional information was received on 06-feb-2017 from health care professional and case became medically confirmed. Medical history and concomitant medication was added. Event verbatim of incredible pain/ burning was updated. Event outcome of swelling (size of pumpkin) was updated. Corrective treatment was updated. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 6-feb-2018: the new follow up information received doesnot change previous case assessment. This case concerns a female patient who received synvisc one injection for osteoarthritis of knee and the after few hours she had had knee pain, swelling and trouble bearing weight that she could not sleep and was unable to walk and had to stay in bed. Based upon the temporal gap, the causal role of the product cannot be denied with the occurrence of events. However, further information regarding patient's current clinical presentation, technique of injection, medical history, concomitant and past medications and other risk factors would help in the complete medical assessment of the case.

Event description:
Device malfunction [device malfunction] had to stay in bed [bedridden] missed work [inability to work] unable to walk/walker [unable to walk] incredible pain/ burning/knee hurt/acute pain/left knee pain [knee pain] ([pain worsened]) gaining weight [weight gain] trouble bearing weight/difficulty with weight bearing [weight bearing difficulty] discomfort on flexion/limited rotation [joint range of motion decreased] difficulty going up and down stairs [mobility decreased] could not sleep [poor quality sleep] fever (101-101.2 f)/fever of 102 f [fever] swelling (size of pumpkin)/mild soft tissue swelling around the knee [swelling of l knee] trace effusion [effusion (l) knee] . Case narrative: based on additional information received on 06-feb-2017 from health care professional and case became medically confirmed. This unsolicited legal case from united states was received on 03-jan-2018 from the patient this case concerns a 61 years old female patient who initiated treatment with synvisc one and experienced device malfunction, had to stay in bed (latency: unknown), missed work (latency: 1 day), unable to walk/walker, incredible pain/ burning/knee hurt/acute pain/left knee pain (latency: same day), gaining weight (latency: unknown), trouble bearing weight/difficulty with weight bearing , discomfort on flexion/limited rotation, difficulty going up and down stairs, could not sleep(latency: unknown) , fever (101-101.2 f)/fever of 102 f, swelling (size of pumpkin)/mild soft tissue swelling around the knee and trace effusion (latency: same day). The patient did not have any prosthetic devices, and in really good overall health. It was reported that the patient had been planning a foot surgery before receiving the injection. The patient had been using corneal transplant eye drops concomitantly. Patient had a history of corneal transplant, cesarean sections in past, depression, anxiety and ibs (sometimes), foot operation, left knee meniscal arthroscopy in 2011, drug allergies with halcion, tequin and praxil, former smoker user with cigarettes, 14 years: started age; stopped age: 54 year), upper respiratory tract infection, vitamin d low, lumbar pain, cataract nos, fuschs corneal dystrophy. The family history included cardiac disorder with father, diabetes mellitus with brother, arthritis with sister. Patient also had facial flushing form cortisone. Concomitant medications included paroxetine hydrochloride (paxil) for social anxiety. The patient had previously received intraarticular steroid injection that did not help her much. On (B)(6)2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once osteoarthritis left knee (batch/ lot number: 7rsl021 and expiry date: 31-may-2020). On the same day after a few hours had swelling (size of a pumpkin), fever (101-101.2 f for the next 2 days), and incredible pain (15 out of a 0-10 scale). Patient took motrin and applied ice to the area, but pain got worse middle of the right which was unable to be tolerated. Patient went to the emergency department for further care and management. The same day, at 09:00 pm patient had burning in night which was intolerable by 1:00 am. Patient said she had trouble bearing weight and could not sleep (onset: (B)(6)2017; latency: same day). Patient had to crawl up the stairs to get her husband to take her to the ER and crawl into the car. The patient was on walker for 7 days. The ER did not know what was happening and could not position her leg because she was screaming to get an x-ray. They gave her diphenhydramine hydrochloride (benadryl), oxycodone hydrochloride/paracetamol (percocet) and immobilized the knee. On (B)(6)2017, x-ray was done however god film cannot be obtained due to pain. After 2 days, the fever broke, so no blood tests or aspirations were done. The patient missed work on the same day till (B)(6)2017 i.e. For 3 days as she could only get up with a walker to go to the bathroom. Doctor further suggested that patient would return to work but with limited siting and standing. Patient progressed to a cane and currently, the swelling had gone, and she only has pain when climbing steps. It took her overall about 4-5 weeks to rebound. Patient was not back to 100% to the knee prior to the injection but was close. It was difficult to assess the pain scale currently because she went ahead with her foot surgery on (B)(6) 2018 and was in pain from that. On (B)(6)2017, the patient came for follow up after synvisc one injection as she had acute pain and swelling along with difficulty with range of motion activities and weight-bearing activities. Patient was using cane. Her symptoms had improved. She had been using heat and resting her knee. Overall, she was doing better. The musculoskeletal examination revealed that patient had no effusion and had mild soft tissue swelling around the knee diffusively. Range of motion was almost from full extension to 120° of flexion. Patient had pain on palpation over the medial and lateral joint line. She had neurovascular intact in left lower extremity. On (B)(6)2017, the patient came for follow up appointment and did have significant issues regarding the pain afterwards. She was ambulating with still discomfort and complaints of pain diffusely around the knee with soft tissue type swelling. Patient stated that her pain is worse now than it was before. Patient complaint of sharp pain. Doctor had detailed discussion with the patient regarding her knee pain. Patient had no palpable effusion noted. Her knee was not aspirated. She denied any fever at this point and no warmth to the knee. Patient would be having foot surgery coming. Patient rated her pain as 5-6 out of 10. Patient was frustrated as she was gaining weight and could not exercise. Patient had been doing swimming at the gym, and but her knee hurts while swimming. She had been using cbd oil, which was helping her as ibuprofen was not helping her. Her pain was located laterally. At rest, her pain was not severe. She denies numbness, tingling, recent. Accidents, falls, fever or chills. On (B)(6)2018, the arthrocentesis was performed, and patient was administered with steroid injection along with mixture of kenalog and lidocaine. The patient tolerated the procedure without any complications. Final diagnosis was fever (101-101.2 f)/fever of 102 f, could not sleep, trouble bearing weight/difficulty with weight bearing, swelling (size of pumpkin)/mild soft tissue swelling around the knee, severe incredible pain/ burning/knee hurt/acute pain/left knee pain, trace effusion, discomfort on flexion/limited rotation, unable to walk/walker, missed work, had to stay in bed, device malfunction, difficulty going up and down stairs and gaining weight. Corrective treatment: diphenhydramine hydrochloride (benadryl); oxycodone hydrochloride/paracetamol; tramadol hydrochloride (tramadol), ibuprofen for swelling (size of pumpkin) and incredible pain/ burning/knee hurt/acute pain/left knee pain; cannabis sativa oil , ibuprofen (motrin), ice, arthrocentesis: steroid injection with triamcinolone acetonide (kenalog) and lidocaine for incredible pain/ burning/knee hurt/acute pain/left knee pain cane for unable to walk/walker, not reported for rest outcome: recovering / resolving for had to stay in bed, could not sleep, device malfunction, unable to walk/walker; not recovered / not resolved for trouble bearing weight/difficulty with weight bearing, swelling (size of pumpkin)/mild soft tissue swelling around the knee, incredible pain/ burning/knee hurt/acute pain/left knee pain, difficulty going up and down stairs; unknown for gaining weight, as recovered / resolved for all other events seriousness criteria: disability for had to stay in bed, device malfunction, missed work, unable to walk/walker; intervention required for incredible pain/ burning/knee hurt/acute pain/left knee pain. A pharmaceutical technical complaint (ptc) was initiated for synvisc one, batch number: 7rsl021, with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 06-feb-2017 from health care professional and case became medically confirmed. Medical history and concomitant medication was added. Event verbatim of incredible pain/ burning was updated. Event outcome of swelling (size of pumpkin) was updated. Corrective treatment was updated. Clinical course was updated. Text was amended accordingly. Additional information was received on 01-mar-2018. Global ptc number and ptc results were added. Text amended accordingly. Additional information was received on 27-nov-2018 from lawyer. Classification of the case was updated. Lot details added. Family history and medical history was added. Verbatim of the events trouble bearing weight/difficulty with weight bearing, swelling (size of pumpkin)/mild soft tissue swelling around the knee, incredible pain/ burning/knee hurt/acute pain/left knee pain, and unable to walk/walker was updated. Seriousness criteria of event unable to walk/walker and incredible pain/ burning/knee hurt/acute pain/left knee pain was updated. Outcome of the events was updated. Events of discomfort on flexion/limited rotation, missed work, device malfunction, difficulty going up and down stairs, and gaining weight added. Clinical course was updated, and text amended accordingly. Follow up information received on (B)(6)2018. No new information.

Event description:
Based on additional information received on 06-feb-2017 from health care professional and case became medically confirmed. This spontaneous case from united states was received on 03-jan-2018 from the patient. This case concerns a (B)(6) female patient who initiated treatment with synvisc one and on the same day had trouble bearing weight, could not sleep and incredible pain/ burning; after few hours had swelling (size of pumpkin) and fever (101-101.2 f); after unknown latency had to stay in bed and was unable to walk. The patient did not have any prosthetic devices, no allergies, and in really good overall health. It was reported that the patient had been planning a foot surgery before receiving the injection. The patient had been using corneal transplant eye drops concomitantly. Patient had a history of corneal transplant, cesarian sections in past, depression, anxiety and ibs (sometimes). Patient also had facial flushing form cortisone. Concomitant medications included paroxetine hydrochloride (paxil) for social anxiety. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once osteoarthritis left knee (batch/ lot number and expiry date: unknown). On the same day after a few hours she went to the ER because of swelling (size of a pumpkin), fever (101-101.2 f for the next 2 days), and incredible pain (15 out of a 0-10 scale). The same day, at 09:00 pm patient had burning in night which was intolerable by 1:00 am. Patient said she had trouble bearing weight and could not sleep (onset: (B)(6) 2017; latency: same day). Patient had to crawl up the stairs to get her husband to take her to the ER and crawl into the car. The ER did not know what was happening and could not position her leg because she was screaming to get an x-ray. They gave her diphenhydramine hydrochloride (benadryl), oxycodone hydrochloride/paracetamol (percocet) and immobilized the knee. On (B)(6) 2017, x-ray was done however good film cannot be obtained due to pain. After 2 days, the fever broke, so no blood tests or aspirations were done. Patient missed work for 3 days as she could only get up with a walker to go to the bathroom. Patient progressed to a cane and currently, the swelling has gone and she only has pain when climbing steps. It took her overall about 4-5 weeks to rebound. Patient was not back to 100% to the knee prior to the injection, but was close. It was difficult to assess the pain scale currently because she went ahead with her foot surgery on (B)(6) 2018 and was in pain from that. Corrective treatment: diphenhydramine hydrochloride (benadryl); oxycodone hydrochloride/paracetamol; tramadol hydrochloride (tramadol), ibuprofen for swelling (size of pumpkin) and incredible pain/ burning; not reported for rest. Outcome: not recovered for swelling (size of pumpkin); recovered for fever (101-101.2 f); recovering for all other events. Seriousness criteria: disability for had to stay in bed a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. (B)(4) pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. (B)(4) will continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 06-feb-2017 from health care professional and case became medically confirmed. Medical history and concomitant medication was added. Event verbatim of incredible pain/ burning was updated. Event outcome of swelling (size of pumpkin) was updated. Corrective treatment was updated. Clinical course was updated. Text was amended accordingly. Additional information was received on 01-mar-2018. Global ptc number and ptc results were added. Text amended accordingly. Pharmacovigilance comment: (B)(4) company comment for follow up dated 01-mar-2018: the new follow up information received does not change previous case assessment. This case concerns a female patient who received synvisc one injection for osteoarthritis of knee and the after few hours she had knee pain, swelling and trouble bearing weight that she could not sleep and was unable to walk and had to stay in bed. Based upon the temporal gap, the causal role of the product cannot be denied with the occurrence of events. However, further information regarding patient's current clinical presentation, technique of injection, medical history, concomitant and past medications and other risk factors would help in the complete medical assessment of the case.